Manufacturer narrative:
Follow-up #1 date of submission 11/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated loss of cartridge detection had occurred during initial pump set up. During investigation, the first load step attempt failed because the pump was unable to recognize the cartridge. Investigation revealed a misaligned component on the force sensor circuit of the pcb.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The patient alleged the pump did not recognize the cartridge during the load step and the piston continued to advance. The pump gave a 'cartridge not detected' alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).